Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer ran complete diagnostics on the station, no problems found. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure. The customer stated that drawer 1 keeps failing and will lead to patient care delay if med cannot be removed. There were no adverse events or injuries reported based on this event.